Event description:
It was reported that during use on a patient the cs300 intra-aortic balloon pump (iabp) had a leak in iab circuit. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. However, the stm verified multiple leak in iab circuit in the iabp's log. The stm ran the unit without any errors or additional alarms for "leak in the iab circuit". The stm observed moisture in the unit and performed condensation removal procedure. The stm performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(4).

Event description:
It was reported that during use on a patient the cs300 intra-aortic balloon pump (iabp) had a leak in iab circuit. There was no harm or injury to the patient and no adverse event was reported.